Event description:
This patient had a cypher stent implanted in her lad in 2004. Medical history included diabetes. In 2005, she suffered very late stent thrombosis and myocardial infarction after the discontinuation of plavix therapy.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.